Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code delirium.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient reported that his cgm was showing a value of 158 mg/dl and that it was a ¿flat curve¿. The patient was also wearing an omnipod insulin pump. The patient self-treated with 2 units of insulin via his insulin pump and the patient¿s cgm value did not change. The patient then self-treated with another 2 units of insulin via his insulin pump and again, his cgm value did not change. The patient self-treated with 2 units of insulin via his insulin pump for a third time and the cgm value still did not change. By this time, the patient was arriving at home and felt ¿drugged or drunk¿ and was delirious. The patient¿s cgm was still reading 158 mg/dl at this time. The patient could not recall if a bg meter reading was taken at this time. The patient ate lunch and again stated his cgm value did not change. It was also reported that the patient¿s wife assisted the patient, but it was not specified how. The patient then decided to change his sensor and insulin pump supplies. The patient then went to bed. He woke up around 4am to his cgm providing a value ¿lower than 40 mg/dl" while the bg meter was reading 108 mg/dl. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At around 4am, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.